Manufacturer narrative:
Testing of actual/suspected device ((B)(4)) the fse who discovered the issue replaced the batteries and completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an unrelated repair call performed by a getinge field service engineer (fse) that the cs300 intra-aortic balloon pump (iabp) failed to meet the battery run time specifications. There was no patient involvement, and no adverse event was reported. The unrelated repair has been reported under medwatch report # 2249723-2022-00954. Batteries failed to meet runtime spec. Batteries failed to meet runtime spec. Found on repair call, no patient involved. Rrso (B)(4). Sys98xt upgraded to cs300.

Manufacturer narrative:
Updated fields: (site country), (type of investigation, investigation findings and investigation conclusions), corrected fields: d4 (version or model, catalog and UDI), e1 (initial reporter and event site email). Additional customer contact information: name: (B)(6), e-mail: (B)(6).